Manufacturer narrative:
The insulin pump was received with a minor scratched lcd window, a cracked lcd window, a cracked case at the display window corners, a scratched reservoir tube window, a cracked belt clip slot, and cracked reservoir tube lip. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. The insulin pump had normal operating currents. The unit passed the self-test, the unexpected restart error test, and passed the off no power test.

Event description:
The customer called to report high blood glucose levels. The customer's blood glucose level was 405 mg/dl. The customer treated with the insulin pump and a syringe. The customer performed the high pressure test and it passed. Customer found a crack on the right top of the display. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.